Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, tower door 5 was failed and not appeared in the recovery interface. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 5 failed. The field service engineer (fse) observed a failed icon on the screen, but there was no storage space available to recover. The engineer manually failed all tower doors using the keys, after which the user recovered them. Following this process, the failed icon disappeared. The engineer confirmed that there were no failed icons on the screen and no failed storage space to recover, thereby resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 5 was failed and not appeared in the recovery interface. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.